Event description:
It was reported that maxzero needleless connector was damaged. The following information was provided by the initial reporter: material #: mz1000-07 batch/lot #: unknown. It was reported that they have 82 boxes to return due to having issues with the connectors.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20116421. D.4. Medical device expiration date: 11/18/2023. H.4. Device manufacture date: 11/18/2020. H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 20116421 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20116421 regarding item #mz1000-07.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that maxzero needleless connector was damaged. The following information was provided by the initial reporter: material #: mz1000-07, batch/lot #: unknown. It was reported that they have 82 boxes to return due to having issues with the connectors.